Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The dietitian educator reported that the customer's medisense optium blood glucose monitor display had missing segments. In addition, the customer was experiencing symptoms of hyperglycemia such as paresthesia, polyuria, and blurred vision. The customer's dietitian indicates, she just got out of the hospital and was started on insulin because of hyperglycemia. According to the customer, the last adc meter reading was 44 mg/dl. However, it is unknown if all the issues reported happened at the same time or at different times. There was no report of death or permanent impairment.